Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Known inherent risk: the diamondback 360® coronary orbital atherectomy system instructions for use manual states perforation is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the right coronary artery (rca). The vessel diameter was narrow, and tortuosity was moderate. An oct catheter could not be advanced past the distal lesion. An intravenous ultrasound (ivus) catheter could be advanced into the lesion. Two distal to proximal treatment passes were performed on the proximal lesion at low speed. Following treatment, the oct catheter and ivus catheter still could not be advanced past the lesion for imaging. Two additional distal to proximal treatments were administered on the proximal lesion, and cine imaging was used to assess post-treatment. A perforation was identified. Hemostasis was achieved with a covered stent. A second stent was placed proximal to the first as well. The patient was in good condition following the procedure. The physician stated that the lesion should have been assessed following the second treatment prior to administering another treatment.